Manufacturer narrative:
Complaint not confirmed. The returned ar-6480 dualwave arthroscopy fluid management system device was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered. The results of the clamp test confirmed the pump did alarm and provide an error as intended/expected. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. Final conclusions are potential misuse and the complaint allegation not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure the ar-6480, dualwave pump would not stop pumping when extravasation was identified, it pumped faster. The facility reporter stated they not given any further details regarding the complaint event. Update 12/11/2019: numerous attempts have been made to obtain additional information from the facility reporter with no response received.